Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result for a (B)(6) year old female patient admitted with disorientation and stroke like symptom. There was no additional patient information at the time of this report. Return product is available. Method: collected: tested: specimen: result: sample: I-stat, 21:06, 21.10, wb, 0.96, a. 1-stat, 21:06 21.20, wb, 0.04, a. Xc 660, 21:06 21.40, plasma, 0.03 , a. Samples collected and tested on (B)(6) 2018. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 03/06/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot p17257.